Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: reboots were observed in the black box. The battery compartment was found to be cracked from the threads to the bumper pad and from bumper pad to the case seal. The battery cap was also stripped and the battery cap was unable to maintain an electrical connection. The battery cap contact height was found to be in specification; however, the battery cap contact width was out of specification. A test cap was used for testing purposes. The pump was able to power on normal with no alarms. The reported power loss and reboots were duplicated during investigation. The pump was exercised for 24 hours with the test cap with no further power issues occurring. Unrelated to the complaint, the text on the display was found to be dim; the letters had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.